Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue was el-connector corroded during user handling of the device, leading to no image. The event can be detected/prevented by following the instructions for use which state: ¿never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope and equipment damage can result. When connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly wipe and dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of leaking issue of the evis lucera bronchovideoscope device during reprocessing. There is no patient involvement. The intended procedure was completed with another device without any delay. Upon evaluation the returned device, it was observed that the device yielded no image. This is attributed to the corrosion of the electrical connector due to fluid invasion. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that that the device yielded no image. This is attributed to the corrosion of the electrical connector due to fluid invasion. However, there was no leakage found in the device. The user¿s complaint of leakage was not confirmed. Other observations for the device: objective lens was chipped; and insertion section was scratched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.